Event description:
It was reported that during implant procedure that the right ventricular (rv) lead had high capture threshold. The rv lead was not used and the physician elected to complete procedure with a different rv lead. The patient is recovering after the procedure.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.